Event description:
Facility reported small battery drive handpiece was found to be working intermittently during routine testing. There was no surgical or patient involvement. The handpiece was tested in conjunction with the reported battery casing and reporter is not sure which device is not operating correctly. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Reported lot number could not be associated with reported part number. Part/lot combination unknown, no DHR review possible. The reporters complaint of intermittent operation was confirmed. The unit was tested and did not always start up when power was applied. This is most likely due to immersion during cleaning. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4)